Event description:
It was reported by the patient that " revolutions per minute (rpms) go crazy when changing the battery". The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, 5076-52 lead, 6947m62 lead; (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the logfiles were downloaded and showed four batteries that reached end of useful life since batteries cycle count were greater than 500 cycle. The batteries over the 500 cycle count were removed from service and the ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction: - update b5, - h10:adding pli20 as a vad d1: heartware ventricular assist system ¿ ventricular assist device (vad) d4: model #: 1103 / catalog #: 1103 / expiration date: 30-november-2019/ serial #: (B)(6). UDI #: (B)(4). D10: no h4: mfg date: 21-november-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) (B)(6) and one (1) battery of unknown serial number were not returned for evaluation. Log file analysis revealed that the pump's power consumption was within normal operating range for the past 14 days through 14/dec/2021. No alarms or suction events were logged within the analyzed period. Review of the controller log files also revealed that the lavare cycle was active at the time of the reported event. When active, the lavare cycle decreases the pump speed below the set speed for 2 seconds, then increases the pump speed above the set speed for 1 second before returning to the original set speed for 60 seconds. Of note, log files revealed four (4) batteries were observed to have reached the end of their useful life. As a result, the reported events were confirmed. The most likely root cause for the reported speed fluctuations event can be attributed to activation of the lavare cycle. The most likely root cause of the high cycle count event can be attributed to the batteries reaching the end of its useful life. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " revolutions per minute (rpms) go crazy when changing the battery". The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, 5076-52 lead, 6947m62 lead; (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.